Event description:
It was reported that the customer's had motor error alarm on insulin pump. The patient's blood glucose level was 400 mg/dl. The trouble shooting was performed. The customer's was treated with the insulin pump. The customer's was advised to disconnect to the insulin pump and retrieve their pump settings. The patient's was advised to returned the battery and zero out the basal rates and revert to backup plan. The customer's was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.